Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Event description:
It was additionally reported that this event may have been previously reported and that the lead fracture had not occurred. Good faith attempts were made and no further information was attained.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a lead discontinuity was seen in a vns patient. No further comment was made by the physician and at the moment, attempts to obtain further information regarding the event have been unsuccessful to date.